Manufacturer narrative:
Initial.

Event description:
It was reported that a user with an ilet bionic pancreas experienced intermittent signal loss between the device and a dexcom g7 continuous glucose monitor (cgm), resulting in large gaps in reported glucose data, consistent with an intermittent communication failure involving the electrical and magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the cgm consistent with intermittent communication failure attributed to device components associated with electrical and magnetic function and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.